Event description:
It was reported that a stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 20mm in length, 6mm in diameter and de novo target lesion was located in the non calcified and mildly tortuous left subclavian artery (lsa). The 6.0x40x135 cm express ld vascular stent was selected to treat the lesion. During unpacking the stent was kinked and there was no other visible issue noted to the device. The procedure was completed with another with the same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: an examination of the returned device identified that the crimped stent was slightly kinked its mid- section. The balloon did not appear to have been subjected to any positive pressure. No kinks were noted along the shaft and no issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 20mm in length, 6mm in diameter and de novo target lesion was located in the non calcified and mildly tortuous left subclavian artery (lsa). The 6.0x40x135 cm express ld vascular stent was selected to treat the lesion. During unpacking the stent was kinked and and there was no other visible issue noted to the device. The procedure was completed with another with the same device. No patient complications were reported and the patient¿s status is stable.